Event description:
Medical affairs was unable to get a hold of the patient and will be sending patient a letter to obtain more clinical information. Patient claims meter read apply sample and ended up using an entire vial of test strips trying to get enough blood on the test strips for the meter to read sugar. They were experiencing symptoms at the time of testing. Patient was feeling nauseated and felt tingling in their body. Patient went to the md because of the symptoms. At the md's office their blood sugar was 304mg/dl and md treated patient. Customer service was unable to troubleshoot since patient ran out of test strips. Patient last tested on the meter two days ago. There is no confirmation if there is a malfunction or use error; nevertheless, patient suffered a serious injury. Customer service sent patient a new vial of test strips.